Event description:
This is filed to report a sleeve steering issues. It was reported that a patient presented with grade 3 functional mitral regurgitation (mr) and a rotated heart. During a mitraclip procedure, the ntw clip delivery system (cds) was not moving as intended. When the delivery catheter (dc) was advanced distally to position the clip approximately 2cm below the valve, it was noted that the steerable sleeve moved in the wrong direction upon turning the m/l or a/p knobs. The system was removed and confirmed to be keyed properly. The system was reinserted and same issue presented. The device was then replaced and the procedure was completed. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue (steerable sleeve moved in the wrong direction upon turning the m/l or a/p knobs). There is no indication of a product issue with respect to manufacture, design, or labeling.